Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic liver resection, the device activation was weak and hemostasis took longer than usual. They replaced the device with a new one and managed to complete the procedure, but the cauterization was a little weak. There was no regrasp alert, and an end tone was heard. There was no patient injury.